Event description:
It was reported that there was loss of light.

Manufacturer narrative:
Alleged failure: cib maggie clemons rep shut down on its own/ lines po# temp the failure alleged in the complaint record was not confirmed/duplicated during the product investigation. The probable root cause/s could be (1) bad reed switch on the light cable (2) poor ventilation. The product was returned for investigation and the failure mode will be monitored for future reoccurrence. Manufacture date is not known.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that there was loss of light.